Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was still loaded in the delivery system and in place. The delivery system was detached from the handgrip at the level of the conversion tab which was missing but however, still secured by the stabilizer. The trigger mechanism was activated and the slider moved proximally and the inner catheter was protruding. During testing on the bench, the stent could be deployed by retraction and pulling. It is considered that the detachment of the delivery system led to the eventual failure to deploy the stent using the trigger which leads to confirmed results. It was reported that a 7f introducer / 0.035" guidewire were used for access and the tracking vessel was tortuous but not calcified. The conversion tab was missing when sample was received and when this detachment took place is unknown. The failure to deploy using the trigger is considered to have resulted from the detachment of the delivery system at the level of the conversion tab. Based on the information available and the evaluation of the returned sample, the investigation is closed with confirmed result for detachment and failure to deploy. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure. The stent allegedly didn't open. There was no reported patient injury. There was no reported patient injury.